Event description:
While performing a crud and turp on pt, surgeon needed to have bleeding cauterized. Loop would not fire to cauterize, new loop was opened and inserted into resectoscope and cauterization was accomplished.